Manufacturer narrative:
Concomitant medical products: product ID 748966, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 3487a-33, lot# j0333642v, implanted: (B)(6) 2003. Product type: lead. (B)(4).

Event description:
It was reported that the patient was originally implanted in 2003. The patient "had to go back" because she was getting shocked due to fluid in the pocket. It was reported that the patient "had that fixed." It was unclear when this event occurred. This event was already reported in MFR. Rep. # 6000032-2013-00069. Additional review determined that the shocking involving fluid in the pocket and the subsequent shocking in 2005 or 2006 were separate events. All future follow-up regarding the shocking due to fluid in the pocket will be reported under this MFR. Rep.

Manufacturer narrative:
(B)(4).